Event description:
Cardioseal septal occulder hde was migrated from its implant location during the deployment in 2005. The migrated device was removed surgically immediately and patient was admitted to the cicu for follow-up. Initial report submitted on this date.